Event description:
All screens went black one by one. Order was varsimonitori 4, varsimonitori 3, varsimonitori 2, varsimonitori 1. The screens were not working for about 15 seconds. "No signal" was displayed. *same source (endoscope) was routed t*o all screens so issue can not be source related varsimonitori 4 was being recorded the whole operation. In the control screen the thumbnails were showing the source in the screen that was black. Failover: no delay happened due to the endoscope being connected to a backup screen. Are you able to reproduce what are the circumstances: no exact circumstances, the issue happens randomly. Once the screens go black, they go back to normal operation after a couple of seconds. It is possible that this issue was caused by a malfunction of nexxisor no health consequences or impact